Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/15/2019. Device evaluation summary: according to the information received, a deflation of the implant occurred. During the evaluation of the device it appeared intact. Leak testing was performed and it revealed a little hole in the union between a suture tab and the shell at the posterior aspect. Microscopic examination was performed, and no indications of instrument damage were found. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Artoura breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture.(B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast reconstruction with a 750cc artoura breast tissue expander experienced left sided deflation post procedure. As a result, replacement with a 700cc mentor memorygel breast implant was performed on (B)(6) 2019.